Event description:
It was reported that the patient presented with a capsular infection. The system was explanted and a new pacemaker was implanted. The patient was stable.

Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.